Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g device indicating that that spo2 values were not being reported to the picix surveillance and no audible alarms were provided when patients o2 sats dropped below alarm desat limit. A philips field service engineer (fse) went to the customer site. The fse obtained the device logs. The logs were sent to the philips technical marketing engineer for review. Results indicate that the mx40 was not connected to the mp5sc via short-range radio at the time in question and the device functioned according to specification at the time of the event. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that a patient who was being monitored with the mx40, mp5t and pic ix had spo2 level drop to 20 and there was no alarm during the spo2 desat event. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.